Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device following an interventional procedure via the right groin. Angiography confirmed the access site to be in the common femoral artery. The physician inserted, deployed, and removed the device without difficulty. The pt remained hospitalized, reason unknown. Two days following the procedure, the pt complained of numbness and pain in the right leg. Pulses were palpated and found to be diminished. The physician accessed the pt's left groin and performed an angiography which revealed the arterial flow to be decreased in the right leg. It was reported that "the artery was sutured together, there was some flow, but it was mostly occluded". A vascular surgeon performed a right groin cut-down in which the suture was removed from the artery. Blood flow was restored and the arteriotomy was sutured closed. The pt was discharged home two days later without adverse sequelae. Though requested, no additional information was provided.